Event description:
One device was received for evaluation. The keypad is not delaminated. After testing, the device is functional. The issue reported by the customer is not confirmed.

Event description:
Customer reported defective keys. One device was received for evaluation. The keypad is not delaminated. After testing, the device is functional. The issue reported by the customer is not confirmed.